Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the fiber was burnt while in use with the soltive laser system. The issue was observed during reprocessing. There were no reports of patient harm. This is report 2 of 2.